Manufacturer narrative:
(B)(4). Change from: the results were both low and high over a period of three separate days ranging. A separate MDR will be filed for each date. To: the results were both low and high over a period of three separate days. A separate MDR will be filed for each date. From: the samples were repeated on a alternate unit. Patient samples are provided. To: the samples were repeated on the same unit. Patient samples are provided. From: rerun on cx5 and reported, to: rerun on same instrument, glu method and reported removed mg/dl which was next to the result (66/68 mg/dl). Add: unit of measure is mg/dl.

Manufacturer narrative:
Sample information are not available. The customer monitors their calibration and qc routinely. The customer stated glucose failed calibration on (B)(6) 2011; a bci field service engineer (fse) replaced the glucose pump on (B)(4) 2011. Fse replaced the glucose module, however, root cause remains unknown. Service continues to monitor this account through the escalation process.

Event description:
A post-mod glucose modular (glucm) customer contacted beckman coulter inc. (Bci) in regards to erroneous glucose modular (glucm) results generated on the unicel dxc 800 pro synchron chemistry analyzer. The results were both low and high over a period of three separate days ranging. A separate MDR will be filed for each date. The samples were not reported out of the laboratory. The customer runs glum patients in duplicate mode. The samples were repeated on a alternate unit. Patient treatment was not impacted by this event. The customer runs in duplicate mode and verifies the result prior to reporting. MDR 2050012-2011-02387 will cover the event which occurred on (B)(4) which occurred on (B)(6) 2011. The other two additional days will be covered under the following mdrs: (B)(6) 2011 covered under 2050012-2011-02386, (B)(6) 2011 covered under 2050012-2011-02388.

Event description:
The results were both low and high over a period of three separate days. A separate MDR will be filed for each date. The samples were repeated on the same unit. Patient samples are provided.